Event description:
During a laparoscopic tubal ligation procedure, an insecurely-placed lock nut fell inside the pt. The part was noted to be missing and was immediately remove from the pt without injury or further incident. Device was retained by hosp for future surgical use.